Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation showed that the pacemaker was reaching eri prematurely. The device was interrogated and normal battery depletion was displayed. The patient was stable throughout the event.